Manufacturer narrative:
Patient information has been asked but is unknown at this time. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intraoperatively during a functional endoscopic sinus surgery (fess). It was reported that the patient was able to be registered by trace method without any issues. Once the instrument tracker was moved to the straight suction, it was verified in the divot of the non-invasive patient tracker without issue. However, the straight suction failed to navigate within the electromagnetic (em) field. The display was static and the cross hairs remained red. No excess metal was identified in the em field. The position of the side emitter was both checked and adjusted to a new position but that was unsuccessful. The instrument tracker was moved to the 70 degree suction and was verified but the same issue with no navigation and red cross hairs continued. Ultimately, the surgeon moved on with performing the surgery without navigation after 10 minutes of trying to fix the problem. After speaking with the nursing staff who were in the operating room (or) during the system issue, it was believed that the physician did not progress the software to the 'navigation' screen. It was believed that the surgeon attempted to navigate with the suctions in the accuracy confirmation screen and was not paying attention to the system warnings that the suction instruments could not be used in the accuracy test screen. There was a surgical delay of less than one hour. There was no patient harm.

Event description:
Additional information was received. A medtronic representative reported to technical services (ts) that he believed that the customer was attempting to use various instruments and navigate in the patient registration confirmation screen. He observed a different case and there were no issues appreciated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.